Event description:
It was reported that during the surgical procedure, the tip of the endowrist prograsp instrument broke and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed using a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was broken at the proximal clevis to main tube interface. As a result of the breakage, the clevis was dislodged from the main tube and the cables at the wrist were slack. Both the proximal clevis and main tube were missing pieces. Per the case notes, the broken instrument component was successfully retrieved from the patient.